Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) system was explanted due to a pseudomonas pocket infection three weeks post device replacement. A temporary pacing lead was implanted while the patient received antibiotic therapy. A new ipg system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.